Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that the surgeon pressed the laser pedal to the treat the patient, the laser software froze after a few laser pulses forcing the surgeon to restart the laser. After the laser was restarted, the surgeon created a new plan that was .50 diopters less than the original plan instead of going to the aborted treatments section and continuing where the last treatment left off. The surgeon was unaware of the ability to restart a treatment from the aborted treatment screen. The patient is noted as seeing well at the one day post operative visit. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows all laser system functions were within specifications for the respective treatment. During the treatment phase of the reported treatment a warning message displayed. This warning indicated the laser pedal was not pressed enough. After that the user repeated the center test without reason and the message appeared and the user aborted the treatment. The user restarted the aborted treatment and finished it without issues. The root cause for the occurrence of the wrong shutter message is that the user did not press the laser pedal enough. The laser stopped during the treatment is due to the user press the center pedal instead of the laser pedal and the user aborted the treatment by himself. The root cause is user handling. The manufacturer internal reference number is: (B)(4).